Event description:
The customer reported that the patient was found in cardiac arrest and was attached to an m5500b in AED mode. The initial presentation on the screen was a ventricular fibrillation pattern, but the m5500b did not recognize the rhythm and would not allow the officers to shock the patient. A second ambulance was called to the scene. The second ambulance arrived on the scene approximately 15 minutes after the first ambulance arrived. The second defibrillator was attached to the patient in AED mode and set to re-analyze the 'classic ventricular fibrillation pattern' and it reported 'cannot analyze'. The unit was then switched to manual mode and the patient was shocked.